Event description:
The advocate called for help with the customer's meter. While troubleshooting, she performed control tests and received a result of 46 mg/dl. The normal control range was 98-136 mg/dl. No adverse events were alleged. The last test strip was used for a blood test, so no product is available for return. Replacement test strips were sent to the customer.